Event description:
It was reported that the procedure was to treat a 100% stenosed de novo lesion in right superficial femoral artery (sfa) with mild tortuosity. The vessel diameter was 5mm and the lesion length was 200mm. Using the puncher method from the back of the right knee and retrograde approach, pre- dilatation was performed by using a 5mm balloon catheter. The 5.5x150mm supera self expanding stent system (sess) was advanced to the target lesion and deployed; however the stent elongated [stretched] and it was noted that 30mm of the stent had been deployed in the sheath. Therefore, the stent was retracted back into the sheath as much as possible, then the sheath was cut and the stent was retrieved using forceps. The attempt to deploy the stent dilated the target lesion; therefore this ended the procedure. In the physician's opinion the stent partially deployed in the sheath because the stent was difficult to view under fluorography and the stent elongated due to insufficient pre-dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, in the physician's opinion, the stent elongated due to insufficient pre-dilatation. It should be noted that the supera peripheral stent system instructions for use IFU) states: the stent should not be oversized > 1 mm. The stents are labeled based on the outer stent diameter. Appropriate stent sizing is critical. Choosing a labeled diameter to match the reference vessel diameter, then appropriately preparing the vessel to match that stent¿s diameter will result in a stent that is properly sized to the vessel. Additionally the lesion pre-dilatation section states: precaution: the post-dilated vessel should be at least the size of the stent diameter. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that the reported difficulty viewing the stent under fluorography in conjunction with the reported insufficient pre-dilatation resulted in the stent elongating and partially deploying in the sheath; thus resulting in the reported difficult or delayed positioning, the reported activation/deployment failures and the reported stretched stent. The treatment appears to be related to the operational context of the procedure as the stent was retracted back into the sheath as much as possible, then the sheath was cut and the stent was retrieved using forceps. There is no indication of a product quality issue with respect to manufacture, design or labeling.